Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure performed on (B)(6), 2009. According to the complainant, one day after the procedure, the patient presented with retention. The patient was self-catheterized until (B)(6), 2010, when the sling was cut in order to release some tension. It was reported that the retention has resolved but there is now some stress urinary incontinence.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6), 2010, stating that the lot number of the device used was oml9092301.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure performed on (B)(6), 2009. According to the complainant, one day after the procedure, the patient presented with retention. The patient was self-catheterized until (B)(6), 2010, when the sling was cut in order to release some tension. It was reported that the retention has resolved but there is now some stress urinary incontinence.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure performed on (B)(6) 2009. According to the complainant, one day after the procedure, the patient presented with retention. The patient was self-catheterized until (B)(6) 2010, when the sling was cut in order to release some tension. It was reported that the retention has resolved but there is now some stress urinary incontinence.